Event description:
The customer reported to customer service that the housing on her power supply for her breast pump cracked and fell apart, exposing inner electronics.

Manufacturer narrative:
The customer was sent a replacement power supply. Contact was not made with the customer to obtain additional information regarding this event. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information become available resulting in new, changed or corrected information, a follow-up report will be filed at that time. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored.